Event description:
Product-bd heparin lock flush solution, usp 100 units/ ml. Problem -the syringe reads as follows: heparin lock flush solution, usp, 100 units/ml the "100 units/ml" is in very small font compared to the words preceding it, and very difficult to read. Recommendation -manufacturer revises the labeling so the "100 units/ml" is in a font just as large, if not larger, than the words, "heparin lock flush solution, usp".